Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, a broken grip on the right master tool manipulator (mtm) on the surgeon side console (ssc) was noted. The site said the doctor was using the second console for this case and the resident was on the broken grip console. The site was continuing the procedure and there was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse went on site and replaced the master tool manipulators 2 (mtm). The system was tested and verified as ready for use. Isi received the mtm part involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced the customer reported complaint of "loose finger clutch buttons" during a visual inspection. The opto button assemblies will be replaced as a fix. Verification of the event details via system logs cannot be performed at this time because there is insufficient event information. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was reported that during a da vinci-assisted prostatectomy- simple surgical procedure, a broken grip on the right master tool manipulator (mtm) on the surgeon side console (ssc) was noted. The customer converted after the start of the procedure due to broken grp on the right master tool manipulators (mtm) on the surgeon side console (ssc). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.